Event description:
It was reported via sprinklr that a wearable failure was reported. On approximately (B)(6) 2025, the patient experienced a wearable failure less than 2 hours after insertion. As a result, the patient was reportedly hospitalized for 2 nights with diabetic ketoacidosis (dka). There was no documentation of further medical evaluation or intervention. No patient or reporter details were available, therefore no follow up was possible. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.